Event description:
Taper up 9 ml/hr, 18 ml/hr, 27 ml/hr ea. 20 min. Taper down 27 ml/hr, 18 ml/hr, 9 ml/hr ea. 20 min. Level rate 35 cc/hr over 16 hours. Pump apparently over infused and ended tx approx. 1&1/2 hr. Early causing pt to miss taper down dose. Pt did not demonstrate adverse effects but a potential for hypoglycemia does exist.